Manufacturer narrative:
Customer complained of an unintended discharge of energy from icon's handpiece after foot pedal was released. The device was evaluated and the foot pedal tubing under the rear cover on the right side was kinked and restricting airflow. The device history record confirms that the product passed and met all requirements before releasing. Foot pedal was replaced and 100 foot activations were tested with no errors. The device is now found to be operating as intended within specification. There was no patient injury involved in this incident. This event is an aro (accidental radiation occurrence) because of the alleged complaint of unintended discharge of laser energy. Therefore, this is a reportable event. (USA)

Event description:
Customer complained of an unintended discharge of energy from device's handpiece.

Manufacturer narrative:
*This is a follow up medwatch report to make corrections to 1222993-2019-00011. Correcting boxes that were incorrectly checked off in section b2: outcomes attributed to adverse event. Options 'disability or permanent damage' and 'other serious (important medical events)' should be blank as the original MDR submitted was for a product problem and not an adverse effect, therefore no options from section b2 should be checked off. No adverse event involved as this was a product malfunction only.